Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) therapies were turned off specifically brady and tachy therapies. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.